Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the tip broke of the cutter. The broken piece was retrieved and the procedure was completed successfully.

Manufacturer narrative:
Alleged failure: it oscillated 4 times, and the tip broke off in the knee. Surgical delay, 15 min. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be the blade comes contact with a hard object, excessive pressure, such as bending or prying. The inner teeth hitting the window edges the product was returned for investigation and the failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the tip broke of the cutter. The broken piece was retrieved and the procedure was completed successfully.